Event description:
On (B)(6) 2014, the customer reported that this implantable lead was surgically abandoned due to a product performance issue. A request for additional information has been made. At this time, no additional information has been received. There were no adverse patient effects reported. Additional information was received on (B)(6), the customer reported subsequent information indicated that the lead had displayed noise and oversensing as well as insulation damage near the clavicular area. The oversensing led to pacing inhibition. There were no adverse patient effects reported. The lead was surgically abandoned and replaced. The lead was actively implanted for approximately 13 years, 2 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.